Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test, excessive no delivery tests, and a21 error test or verify motor error alarm due to a33 alarm. The motor was tested outside the device and passed. The insulin pump received with normal operating currents, passed the self test and displacement test. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and scratched reservoir tube window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 487 mg/dl. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.